Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a replacement surgery. During the procedure a small tear was identified at the pump connection. No information was provided about the patient's outcome. It was further reported that the patient was doing fine so far. No more information available at the moment. Should additional information become available, it will be provided.